Event description:
The customer reported that during a gynecological procedure and after sealing, the device did not open with the fallopian tube caught in the jaws. The surgeon managed to remove the device, using a second device. The surgeon sealed below the part that was caught and then cut the tissue to remove the device.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been rec'd for eval. Additional questions in regard to the incident have also been asked. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.